Manufacturer narrative:
The provided x-ray was examined and the complaint condition was able to be confirmed as a proximal construct screw was observed to be in the joint space. Additionally, it appears that at least one screw, possibly the same which is in the joint space, is not adequately locked to the plate and has backed out. Based on the location of the screw in question, it was identified as a 3.5mm locking screw. No device history review was able to be completed as device part/lot numbers are unknown. Additionally, material and hardness reviews/testing and drawing/dimensional review are not applicable as the device was not returned for investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient date of birth and weight are not available for reporting. The event occurred on an unknown date in (B)(6) 2017. 510k: this report is for an unknown quantity of screws. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Devices were implanted on an unknown date in (B)(6) 2017 and have not yet been explanted. Devices are not available for return; currently remain implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately three weeks ago on an unknown date in (B)(6) 2017, a patient was implanted with a proximal humerus plate and screws. During the follow-up visit on an unknown date, the surgeon discovered that the screws cut out of the humeral head via x-ray results. There is no report of patient non-conformance. The surgeon will revise the patient to a hemi or reverse shoulder at a later date. The revision is not currently scheduled. Concomitant devices: plate (part# unknown, lot# unknown, qty 1). (B)(4). This report is for an unknown quantity of unknown screws.